Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor fell off. The customer's blood glucose was 459 mg/dl at the time of the incident. No symptoms were reported. The customer did not treat the high blood glucose. The sensor will be returned for analysis. The insulin pump will not return for analysis. The auto mode feature was not in use.